Event description:
The customer reported that the system images were not matching pt data and were not saving. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reformatted the hard drive, reloaded the system software and revised and reloaded the calibration files. The system was tested and found to be working as intended and put back in service.